Event description:
It was reported to covidien on (B)(6)2010 that a customer had an issue with a hemodialysis catheter. The customer reports, the catheter was placed on (B)(6)2009. A piece of the peel away sheath reportedly broke off during placement and lodged in the pt's right pulmonary artery. This was discovered about (B)(6)2009 and confirmed by x-ray. Md accessed pt's femoral artery and right pulmonary artery, and retrieved piece of plastic with a snare. Pt reportedly doing fine.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.